Manufacturer narrative:
(B) (4). (B) (4): result - product performance engineering was unable to perform an evaluation at the time of this report. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood or contrast visible. The inner member was separated 9 mm distal to the guide wire exit notch. The material was smooth at the separation. The outer member was separated at the mid-lap joint, 7.4 cm distal to the guide wire exit notch. The material was jagged at the separation. The distal portion of the separated sds was not returned. There were three kinks in the shaft, 1 mm, 2.2 cm, and 3.1 cm proximal to the guide wire exit notch. There was no other damage noted to the sds. Product performance engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury previously. Device issue: shaft separation. It was reported that the artery was tortuous and highly calcified and it was not possible to not cross the lesion with the 2.5 x 15 mm promus stent delivery system. The pt is stable. There were no reported pt effects. No additional event or pt info is available. This is being reported based on the analysis of the returned product which revealed that the distal shaft was separated. (B) (4)